Event description:
The affiliate reported the customer alleged four employees experienced symptoms while working in the vicinity of the sterrad100s sterilizer. This report is for the fourth employee (pb) who reported a dry throat. It is unknown if medical attention was sought.

Manufacturer narrative:
(B) (4) - dry throat. Human reaction. The field service engineer visited the hospital. He was told there was a strong smell and the staff experienced itching skin. The oil mist filter and converter were replaced. The fse ran the vacuum motor and found no odor. The customer ran a test cycle and the sterrad met manufacturer's specifications. This is one of four 3500a reports being submitted. Please reference manufacturer report number: 2084725-2009-00483, -00484, -00485.